Manufacturer narrative:
(B)(4) a partial lead with the connector pin measuring 5.2cm was returned for analysis. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that the death was related to the device. No further information is available at this time.